Event description:
Patient reported left breast is "firm and looks abnormal due to capsular contracture," baker grade iii. Patient also reported "moderate breast pain." No indication of treatment of surgical reoperation, device remains implanted. The event of pain is not device related as it is a secondary symptom to capsular contracture. Patient later reported "intractable rupture" the device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.